Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg became inoperable after not being able to hold the charge any longer. As a result, surgical intervention took place on (B)(6) 2025, wherein patient's ipg was explanted and replaced to address the issue.